Event description:
It was reported that the impedance in the lead gradually increased to 2000 ohms over the past year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance in the lead gradually increased to 2000 ohms over the past year. The lead remains in use. It was further reported that the lead impedance continued to increase and the threshold rose slightly as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.